Manufacturer narrative:
Product is not expected to return as it remains in service. As the product was not returned, no product analysis could be performed. The information provided was not sufficient to allow determination of an specific cause.

Event description:
It was reported that this right ventricular (rv) lead is suspected to have an external conductor fracture. An alert was received trough home monitoring and it was noticed that the lead exhibited high out of range pacing impedances, noise and loss of capture in bipolar pacing configuration. The patient had no symptoms or any fall that could lead to a root cause for the issues. No adverse patient effects were reported. The lead remains in service and was switched to unipolar pacing and bipolar sensing.